Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with the inability to prime the pump. The reporter stated that the patient's blood glucose (bg) was 486mg/dl with symptoms of strong fruity breath odor, polydipsia, polyuria, nausea and blurred vision, and no reported ketones. It was reported that there were no pump setting adjustments before or after the alleged event, the patient had not been receiving alarms or warnings associated with the alleged prime issue and that the patient's healthcare provider advised the patient to be administered insulin via injection and to then discontinue pump use. Troubleshooting could not be fully completed at the time of the call and it was determined that pump return was required. This complaint is being reported for alleged hyperglycemia associated with a prime issue of unknown origin for which a pump malfunction could not be ruled out.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/29/2014 with the following findings: a review of the black box indicated an attempt to prime following a loss of prime warning. No loss of primes occurred during investigation. The pump successfully completed a rewind, load, and prime sequence and 24 hour testing with no loss of primes occurring. The force sensor was found to be out of calibration. Flow testing was unable to be completed, as the pump was disassembled prior to the flow test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.